Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to and after the day of the event. Logfile review for the date of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is within specifications and works as intended. This device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with starburst around lights, halos, glare and shadows which are worse at night, four months after photo refractive keratectomy treatment. Additional information received reporting, seven months after the patients lasik treatment the patient underwent photo refractive keratectomy as an enhancement for over correction. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.